Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor was producing higher readings than the meter¿s built-in meter. Caller further reported that on (B)(6) 2017 an unspecified ¿high¿ scan result was obtained so she administered an unspecified amount of insulin, but then the customer (a child) started to feel ¿very weak¿ so caller gave the customer sugar to consume. No additional treatment was required. Caller additionally provided the following readings as examples of the sensors higher results: sensor: 236 mg/dl vs meter: 123 mg/dl; sensor: 234 mg/dl vs meter: 188 mg/dl; and sensor: 250 mg/dl vs meter: 130 mg/dl. It is unknown when these readings were obtained relative to the medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor was producing higher readings than the meter¿s built-in meter. Caller further reported that on (B)(6) 2017 an unspecified ¿high¿ scan result was obtained so she administered an unspecified amount of insulin, but then the customer (a child) started to feel ¿very weak¿ so caller gave the customer sugar to consume. No additional treatment was required. Caller additionally provided the following readings as examples of the sensors higher results: sensor: 236 mg/dl vs meter: 123 mg/dl; sensor: 234 mg/dl vs meter: 188 mg/dl; and sensor: 250 mg/dl vs meter: 130 mg/dl. It is unknown when these readings were obtained relative to the medical event. There was no report of death or permanent injury associated with this event.